Event description:
It was reported that the reservoir was leaking. The customer stated that the night prior to the phone call their blood glucose level was high and it would not drop, so the customer delivered over 100 units of insulin. The day of the phone call they wanted to change the reservoir and noticed the leaking when the reservoir was pulled. The customer's blood glucose at the time of the call was 175 mg/dl. The leak is occurring from the bottom of the reservoir and insulin leaked into the reservoir compartment. The customer stated that the leak was past the 2nd o-ring. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.